Manufacturer narrative:
Mfg date now provided.

Manufacturer narrative:
Patient information was unavailable from the site. Manufacture date has not been received. No parts have been received by the manufacturer. Device not returned.

Event description:
A medtronic representative reported that the navigation system became unresponsive during a cerebral tumor resection surgery. The surgeon was able to reboot and get system running after a 5 minute delay. The surgery was completed using the navigation system with no impact to the outcome of the patient.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted to login screen as expected. The software application was launched and it performed as expected with no performance issues encountered. The computer data showed no errors on the hard drive or ram. The computer was used over an extended period with multiple reboots, app launches and navigation tasks initiated with no issues encountered. The computer was fully functional. The reported event could not be duplicated by medtronic personnel. There were no further computer issues reported after the computer was replaced at the site.